Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and a service history review were performed. The f-49 alarm was identified during functional testing and the alarm log review. The cause of the condition was damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional/corrected information: clarification was received that the device did not present an f-38 alarm. All further reporting on the f-49 alarm will be performed through submission 1416980-2017-02490. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.